Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the hub was detached with the shield. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when removing the shield. Unable to perform DHR check for needle hub separates due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that before use of the hub was detached with the shield. The following information was provided by the initial reporter, translated from japanese to english: the hub was detached with the shield.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the hub was detached with the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: the hub was detached with the shield.